Event description:
The recipient reportedly experienced pain, pressure and tinnitus while wearing the device. The recipient stopped wearing the device due to pain. Programming adjustments were made; however, the issue did not resolve. The recipient's device was explanted. The recipient was not reimplanted.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.